Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. Medical records were not provided. Therefore, the investigation is inconclusive for the reported thrombosis as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that sometime post a port placement, the patient was allegedly diagnosed with thrombosis. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that two weeks post a port placement for long term central venous access for chemotherapy, the patient allegedly developed with neck pain and swelling. It was further reported that patient was diagnosed with thrombosis surrounding the port catheter. Reportedly, the port was removed. However, the current status of the patient is unknown.

Event description:
It was reported through the litigation process that two weeks post a port placement for long term central venous access for chemotherapy, the patient allegedly developed with neck pain and swelling. It was further reported that patient was diagnosed with thrombosis surrounding the port catheter. Reportedly, the port was removed. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Medical record alleged that the patient underwent port placement procedure for long term central venous access for chemotherapy. Ultrasound was performed and procedure was completed. Approximately after fourteen days patient underwent computed tomography of neck with contrast study for neck pain and swelling. The study was compared to prior study dated (B)(6) two thousand six. Patient was noted to have a large clot in the right internal jugular vein in the lower right neck surrounding the port catheter. The length of the clot in the neck confirmed and measures and as you follow into the thoracic inlet there was some clot suspected at the superior vena cava as well proximal. Next day patient underwent port removal procedure for right neck discomfort and shortness of breath. Port was removed easily wound was irrigated with saline and closed in two layers. Therefore, the investigation is confirmed for the reported thrombosis. Furthermore, clinical conditions alleged in the complaint can be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.